Event description:
It was reported in a literature review that during a schedule procedure, the right ventricular leadless pacemaker (vlp) dislodged. The vlp was retrieved and replaced with a transvenous pacemaker.